Event description:
Hmsc alert for shock impedance out of range (>150 ohms). Some noise on ff reproducible with postural movements. All other trends seem to be stable and nothing noticeable on iegm. Lead remains implanted but will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2020 - lead explanted today. Extraction seemed to indicate tightness where clavicular crush would occur. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2020 - lead explanted today. Extraction seemed to indicate tightness where clavicular crush would occur. Upon receipt, the lead under complaint was found capped 17.5cm distal to the df4 connector pin. 3 lead segments including the lead tip and df4 connector pin were returned. A medial fragment (approximately 4cm length) was not returned. In the distal lead body an extraction aid was found. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal end area of the distal fragment was found rubbed through. In this segment the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a cut into the insulation 15cm proximal to the lead tip, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.